Manufacturer narrative:
Pc-(B)(4). Date sent: 8/2/2023 additional information was requested and the following was obtained: "what is the surgeons experience with this device?=>no information was gotten from the hospital. What was the anatomical position of this specific port? =>9th intercostal what was this port¿s correlation to the patient¿s ribs? => the port was set intercostal. Is it possible the trocar point made contact with the ribs upon insertion?=>no. What is the patients age and bmi?=>no information was gotten from the hospital. What action was being performed when the device broke?=>the sales rep tried to get the additional information, but no ditailed information was gotten from the hospital. Were there any other intra op complications? =>no. Was there excessive torquing of the instrument at the time of the breakage? =>no. Does the account use reprocessed trocars or does the account reprocess the trocars in house at the account? =>no. What instruments were passed through the trocar? =>the sales rep tried to get the additional information, but no ditailed information was gotten from the hospital. Did the pieces left in the patient change the post-op care? =>no. Has there been any re-operations/attempts to look for the pieces left in the patient?=>no. Is the patient still hospitalized? => the patient was stable. "

Event description:
It was reported that during laparoscopic esophagectomy, the tip of the trocar cracked and broke, and broken pieces fell into the patient's chest cavity. The broken pieces were retrieved as far as possible. The patient is still hospitalized. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/11/2023. D4: batch # unk. Additional information was requested and the following was obtained: " please provide more details about ¿the broken pieces were retrieved as far as possible¿ do you think that could be the possibility that any piece remains into the patient? If other, please specify: yes. Please confirm if the hospitalization was prolonged? Were there any patient consequences? If yes, please describe. No." Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that only the sleeve from the b12srt device was received with the tip of the sleeve broken. In addition the pieces of plastic from the sleeve were returned inside a petri dish and a plastic bag. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The manufacturing records couldn't be reviewed as the batch number is unknown.